Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
According to the reporter, during a gastric bypass the needle broke off from the jaws of the endo stitch and is still in the patient's tissue. Some pieces of the needle are still in the jaws. The procedure time was extended to locate the needle.